Manufacturer narrative:
The impella cp and the automatic impella controller data logs were returned to abiomed for evaluation. A visual examination of the impella cp was performed. During the evaluation material was confirmed to be inside the inflow cage, but the material reported to be on the pigtail had already been removed at the user facility. There were no defects in the pigtail or the inflow cage; in addition, there was no material found on the impeller or inside the pump's outflow cage. The device history record review did not reveal any other impella cp complaints for pumps with this lot number. The aic data logs reflected that the pump was operating properly during the case and the logs confirmed the clinical narrative of weaning the patient off of the pump. There were no low flows and no suction alarms during the case. A definitive root cause of the thrombus on the pump could not be determined as the pump was running properly, without low flows, and contained no defects that would have caused thrombus to occur. No corrective action is recommended at this time because the failure mode was determined to have a low risk index based on minor severity and very low occurrence. Failures of this type will continue to be monitored and trended. (B)(4).

Event description:
Complainant reported that on a (B)(6) 2017 a (B)(6) female patient who was in cardiogenic shock (cgs) after suffering with an acute myocardial infarction (ami) had undergone an aortic valve replacement (avr). During the avr procedure the patient had required multiple defibrillations for ventricular tachycardia (vt) heart rhythm. Following the avr procedure the patient was taken to the cath lab to place an impella cp and stent in the left main artery. The patient was then transferred to the ICU. . On the following day, (B)(6) 2017 due to oozing at the impella access site a femstop had been applied, but was not hemostatic and the dressing was saturated. It was noted that the dressing had obstructed the view of the centimeter marker (cm) and the tuohy borst valve lock; consequently, the site was re-dressed and the femstop re-applied resulting in clear hemostasis. Two units of replacement blood products were administered to the patient. On (B)(6) 2017 the patient was reported to be doing "great", and was being weaned from the impella cp. After 43 hours of successful patient support the impella cp was removed from the patient on (B)(6) 2017. Upon removal a thrombus was noted on the impella pigtail, and another piece was found on the inflow cage. The complainant reported that there was no harm to the patient as a result of the clot formation. The patient's impella cp support was reported as successful, and that the patient was "doing fine."